Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is a nail, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery the bolt at the proximal tip of handle loosened. Nail was jamming at the inserter during attaching. This report is for the unknown nail. This is report 2 of 2 for (B)(4).